Manufacturer narrative:
H6: the used product has been forwarded to the manufacturer of the filter for analysis. Response: visual inspection showed that the units were received with one in its original pouch but open (not used) and the other within a plastic bag, the one in question. Both units were examined and tested for occlusion. This was accomplished by injecting water through the patient line tubing to the burette chamber. The clamp was then opened and the contents of the other burette chamber (one in question) did not flow. The air filter of the system which was found occluded was examined under the microscope. Black particles were observed on the inside surface of the filter membrane. It was also observed that the air filter was damaged. The filter of the system was compared by microscope to the other filter which was found not to have any defects and allowed for the burette chamber to drain. Co went through device history records and found no deviation within the manufacturing process. An analysis of complaint trends demonstrates that this is the first time co received this type of complaint. The production area supervisor and manufacturing engineer were informed of this situation.

Event description:
It was reported that a malfunction was found four hours after the ventricular drainage operation. There was in increase in the pt's intracranial pressure. It was reported that the occlusion of the antibacterial air filter on the drip chamber was found. The physician broke off the filter port to ventilate the chamber, the cerebral spinal fluid flowed normally. There was no serious injury to the pt.